Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level was reported as 247- 250 mg/dl. After the alarms, the customer changed the cartridge. Tandem technical support had the customer perform a system check after the most current occlusion alarm and the occlusion was found to be at the cartridge level. The customer indicated that the cartridge would be changed.